Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the et tube was inserted orally on a patient with respiratory failure/distress who was tachypneic, awake and unresponsive without incident on (B)(6)2016. The complainant alleged that shortly after initiation of heated/humidified mechanical ventilation the 15mm connector dislodged from the 7.5mm tube. The type of ventilator being used was a pb840, and it was on ac/vc+ mode. The connector was reattached by an rn without incident. The tube was removed on (B)(6) 2016. The complainant reported the patient's current status as being extubated and stable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received only 1 used agento et tube inside a plastic bag. No packaging components were with the sample. Initial visual inspection noted tape around the connection of the tube and the purple connector. Per visual evaluation, it was observed that the connector was detached from the tubing, and the tubing section, where the connector is supposed to be attached, had medical tape adhered. No indications of manufacturing issues were observed, the reported complaint could not be confirmed to be manufacturing related. The reported event was confirmed as cause unknown. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use states the following: " device description agentotm i.c. Silver-coated endotracheal (et) tube is an anti-infective endotracheal tube with a unique silver antimicrobial hydrophilic coating that has been clinically proven to reduce incidence of microbiologically confirmed ventilator associated pneumonia (vap) in patients intubated for 24 hours or longer. It is supplied sterile with a standard 15 mm purple connector. Agentotm i.c. Silver-coated cuffed pvc et tube has a unique design that includes a hooded murphy tip, a high volume, low pressure cuff, and self-sealing valve with attached pilot balloon (diagram 1). The tube design also incorporates a magill curve and features a purple radiopaque line to assist in radiographic visualization. An indicator (oral:nasal) is provided on standard length tubes to mark the tracheal tube length in centimeters. The tube and coating have been evaluated per iso 10993 for biocompatibility and have been found to be safe for this application. Product testing has been conducted per astm f 1242-96 standard specification for cuffed and uncuffed tracheal tubes. Instructions for use: note: endotracheal tubes should be placed by appropriately trained medical personnel. Placement of endotracheal tubes by inadequately or inappropriately trained personnel could result in serious injury to the patient. Remove the sterile agentotm i.c. Silver-coated et tube, cuffed, from its protective package. Test the cuff, pilot balloon, and valve of each tube by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate cuff. After test inflation, completely evacuate the air. Always ensure the connector is firmly seated in both the tracheal tube and the breathing circuit to prevent disconnection during use. Agentotm i.c. Silver-coated et tubes are not suitable for pre-cutting. Expert clinical judgment should be used in selecting the appropriate tube size. Intubate the patient following currently accepted medical techniques with consideration given to the specific cuff-related warnings and precautions stated in this product insert. Once the patient is intubated, inflate cuff only with enough air to provide an effective seal at the desired lung inflation pressure. The use of minimal occluding volume, minimum leak techniques and monitoring (measuring) of cuff pressure can help reduce occurrence of many of the adverse reactions associated with the use of cuffed tracheal tubes. Ordinarily the cuff pressure should not exceed 25 cm h2o. However, clinical situations may arise where a higher sealing pressure is clinically indicated. Remove syringe from the valve housing after cuff inflation. Leaving the syringe attached will keep the valve open, permitting the cuff to deflate. Verify that the inflation system is not leaking. Integrity of the system should be verified periodically during the intubation period. Uncorrected failure of the inflation system could result in death. Cuff pressure should be closely monitored and any deviation from the selected seal pressure should be investigated and corrected immediately. Deflate cuff prior to extubation by inserting syringe into valve housing and removing air until a definite vacuum is noted in the syringe and the pilot balloon is collapsed. Extubate patient following currently accepted medical techniques. Discard endotracheal tube." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.